Event description:
Related manufacturer reference number: 2017865-2022-01520. It was reported that a patient presented in clinic for a follow up. On (B)(6) 2022, an x-ray was performed and lead dislodgement was confirmed on the right ventricular(rv) lead and left ventricular (lv) lead. The physician elected to explant and replace both rv and lv leads. The patient condition was stable.